Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was in the range 400 mg/dl. The customer¿s blood glucose level was unknown at time of incident and current blood glucose level was 279 mg/dl. Customer reported that the approximate size of air bubbles was small bubble in the bottom of the reservoir and possibly one at the end of the tubing. The customer was advised to remove reservoir, rewind, reinsert reservoir and run manual prime or fill tubing with current set. Customer reported that the insulin exited. The customer advised to speak with health care professional if she feels the basal rates need to be adjusted. The insulin pump will not be returned for analysis.